Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.